Event description:
The reporter called and stated the device displayed two results that were >600 mg/dl. The device should display hi when blood glucose is >600 mg/dl. The device was replaced and requested to be returned for evaluation.